Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus) leading to a replacement surgery. During the procedure, fluid loss was noted as the balloon was deflated upon explant; however, the source was not identified. There were no further patient complications reported.